Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: it is reported the event occurred in (B)(6) 2018, however the exact date is unknown. Unique identifier (UDI) number: (B)(4). Concomitant medical products: medical device: biomet microfixation rib fixation screws, catalog #: ni, lot #: ni. Therapy date: it is reported the event occurred in august 2018, however the exact date is unknown. Report source: foreign country - (B)(6). The images provided by the customer were reviewed, the particular plate elevates in the area of those two screws, it can't be confirmed on the radiograph, however, if that elevation resulted in inadequate plate to bone apposition, then this would intensify the stress on these screws. It also appears from the radiographs that there are a number of screws that are not fully locked at the time or x-ray. Whether those screws were implanted that way or have begun backing out due to motion of the plate across the cartilage cannot be said without an immediate post-op comparator. Ribfix blu is meant to serve as a temporary stabilization strut during the healing phase of rib fractures providing support until boney union, at which time the bone shares load with the implant and reduces stresses and strains on the plates and screws. Similar to spanning a gap, spanning costal cartilage will result in forces and stresses on the plate that will never be reduced due to the natural flexibility of cartilage. At no point will that implant span a boney fusion, as intended, and reduce stresses and strains on the plate. That being said, it is likely that this motion is the cause of the screw fractures. The instructions for use (IFU) lists the following possible adverse effects: poor bone formation, osteoporosis, osteolysis, osteomyelitis, inhibited revascularization, or infection can cause loosening, bending, cracking or fracture of the device. Nonunion or delayed union which may lead to breakage of the implant. Migration, bending, fracture or loosening of the implant the warnings section in the IFU states "internal fixation devices aid the surgeon in the alignment and stabilization of bone in the chest wall for fixation of fractures and reconstructive procedures. While these devices are generally successful in attaining these goals, they cannot be expected to replace normal healthy bone or withstand the unsupported stress placed upon the device by full load bearing. Internal fixation devices are internal splints, or load sharing devices that align the fracture until normal healing occurs. If there is delayed union, nonunion, or incomplete healing of bone, the implant can be expected to bend, break, or fail. Therefore, it is important that immobilization of the fracture site be maintained until firm bony union (confirmed by clinical and radiographic examination) is established." Customer has indicated that the product will not be returned to zimmer biomet for investigation, the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00687.

Event description:
It was reported two screws fractured postoperatively. The patient has an obliquely tilted sternum. For the surgery, the ribs on one side were completely loosened, the sternum brought into the correct position and flattened with ribfix. The sternum was not overstretched (no plates from rib to rib, only from rib to sternum). The second plate from above has two screws broken (one part of the screw is in the bone of the sternum, the other in the plate). The overall construct is very stable. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of radiographs and photographs. It was noted that the plates spanned the costal cartilage. Similar to spanning a gap, spanning costal cartilage will result in forces and stress on the plate that will not be reduced due to the natural flexibility of cartilage. At no point will that implant span a boney fusion, as intended, and reduce the stresses and strains on the plate. It is likely that this motion is the cause of the screw fractures. The IFU for these parts (01-50-1605 revc) states in the section titled warnings: internal fixation devices aid the surgeon in the alignment and stabilization of bone in the chest wall for fixation of fractures and reconstructive procedures. While these devices are generally successful in attaining these goals, they cannot be expected to replace normal healthy bone or withstand the unsupported stress placed upon the device by full load bearing. Internal fixation devices are internal splints, or load sharing devices that align the fracture until normal healing occurs. If there is delayed union, nonunion, or incomplete healing of bone, the implant can be expected to bend, break, or fail. Therefore, it is important that immobilization of the fracture site be maintained until firm bony union (confirmed by clinical and radiographic examination) is established. The size and shape of bones and soft tissue place limitation on the size and strength of implants. Surgical implants are subject to repeated stresses in use, which can result in fatigue fracture. Factors such as the patient¿s activity level, limited blood supply, insufficient quantity or quality of bone, active or latent infection and adherence to load bearing instructions may have an effect on the performance of the implant. The surgeon must be thoroughly knowledgeable not only in the medical and surgical aspects of the implant, but also must be aware of the mechanical and metallurgical aspects of the surgical implants. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the complaint is product durability for an unsupported use of the device. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.